Manufacturer narrative:
A ge service representative phoned the customer who indicated the fault had not reappeared and will call if it becomes problematic. Per the customer, the system was found to be operating as intended.

Event description:
The customer reported the system failed to create exposures. No report of patient injury.